Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown. Sex/gender: unknown. Date of event: unknown. Model#: complete model number not provided, only bgi 350. Serial#: unknown. Catalog#: catalog # is unknown. Expiration date: unknown. UDI # is unknown. If implanted; give date: unknown. If explanted; give date: unknown. The shunt products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown. (B)(4). Bouhenni, r., krasniqi, m., dunmire, b.s., lagouros, e., woodruff, t., bates, j., and edward. D.p., (2018) long-term outcomes of baerveldt glaucoma implant shunts as a primary versus secondary procedure. Journal of glaucoma, 27(12), p. 1169-1174. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reported early post operative (<60 days) complications in patients who received the shunt as a primary glaucoma procedure were: choroidal detachment: 10; encapsulated bleb: 9; hyphema: 1; hypotony: 2; strabismus: 2; vision loss: 1. Patients who received the device as a secondary procedure: choroidal detachment: 7; encapsulated bleb: 3; flat anterior chamber: 1; hyphema: 1; hypotony: 2; strabismus: 2; tube malposition: 1. Late postoperative complications (>60 days) in patients who received the device as a primary glaucoma procedure were: band keratopathy: 1; cataract: 13; choroidal detachment: 3; corneal decompensation: 2; endophthalmitis: 1; epiretinal membrane: 1; flat anterior chamber: 1; hyphema: 1; hypotony: 2; iritis: 1; vitreous tube blockage: 1; strabismus: 7; tube erosion: 1; tube malposition:1. Patients who received the device as a secondary glaucoma procedure: band keratopathy: 3; cataract: 7; choroidal detachment: 1; corneal decompensation: 2; cystoid macular edema: 1; hyphema: 1; hypotony: 1; iris blocked tube: 1; retinal detachment: 1; strabismus: 3; tube erosions: 3.